Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a frozen display and insulin pump received post reset ram crc alarm. The customer's blood glucose level was 120 mg/dl. The customer was assisted with the troubleshooting. The insulin pump will be returned for the analysis

Manufacturer narrative:
Insulin pump passed sleep current measurement, active current measurement, self test and displacement test. No frozen display noted. Insulin pump monitored without the test energizer battery inside the battery compartment and reinserts it back into the battery compartment for less than 10 minutes and no unexpected post-reset ram crc alarm alarm noted. (B)(4).